Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer loaded a new cartridge and successfully resumed insulin therapy, resolving the issue.